Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the medtronic csf bag was unable to be changed from the drip chamber after the bag was full. According to the report, this was not the initial bag change for this evd and this has happened multiple times on the unit. Reportedly, there was no injury to the patient.